Manufacturer narrative:
A visual inspection revealed that only a portion of the device was returned. The returned section was found to have peeled coating and presents several burn spots. One of these burn spots is located at the edge, exactly where the device separates from the segment of the wire which was not returned. The section returned has a similar length to the part detached inside the patient as reported by the costumer. It was noted that the returned unit is consistent with the complaint that the guidewire was broken. Based on all gathered information the most probable cause for this complaint is consider operational context since the anatomical and procedural factors probably limited the device performance. A labeling review was performed and no anomaly was found. A review of the device history record (DHR) was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensor ptfe- nitinol guidewire was used during a catheterization over a guidewire procedure performed on (B)(6), 2013. According to the complainant, the patient came in to the day case department on (B)(6), 2014. It was found out that the floppy tip end of the guidewire was left inside the patient, and it seems to have pierced through the bladder and migrated to the perineum. The tip that detached has been removed from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a sensor ptfe- nitinol guidewire was used during a catheterization over a guidewire procedure performed on (B)(6), 2013.according to the complainant, the patient came in to the day case department on (B)(6), 2014. It was found out that the floppy tip end of the guidewire was left inside the patient, and it seems to have pierced through the bladder and migrated to the perineum. The tip that detached has been removed from the patient. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.